Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was noise in the image due to a faulty charged coupled device unit. Additionally, the unit had notable wear and tear in the forms of: shaving, scratching, discoloration, and material deformation. Finally, as noted in the event description, there was foreign material discovered in the nozzle, which is indicative of this unit having undergone insufficient reprocessing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus gastrointestinal videoscope due to noise found in the image. There was no patient harm reported from the above event. During the device evaluation, it was discovered that this unit had undergone insufficient reprocessing as a yellow/brown foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 (inadvertently left off the initial report). It was noted that sometimes the pre-cleaning is delayed due to the customer's patient load. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material / stain / dirt could not be removed due to imperfection of proper reprocessing. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "IFU: gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection shows how to detect the events. IFU: gif-q150, cf-q150l/I reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Event description:
In addition to the foreign material found, the bending section cover was found dirty.